Event description:
It was reported that that a patient was revised sometime in (b)(6) 2026 due to CinchLock SS anchor body protruding from the bone. Sutures were well fixed to the anchor. The sutures were cut from the CinchLock SS anchor to remove the device. During the revision surgery, it was also noted that a portion of the pull wire from the anchor was contained inside the body of the anchor, with no portion of the wire protruding from the anchor. Original surgery date was (b)(6) 2025.

Manufacturer narrative:
ADDITIONAL INFORMATION WILL BE PROVIDED ONCE THE INVESTIGATION HAS BEEN COMPLETED.

Event description:
IT WAS REPORTED THAT A PATIENT WAS REVISED SOMETIME IN (B)(6) 2026 DUE TO CINCHLOCK SS ANCHOR BODY PROTRUDING FROM THE BONE. SUTURES WERE WELL FIXED TO THE ANCHOR. THE SUTURES WERE CUT FROM THE CINCHLOCK SS ANCHOR TO REMOVE THE DEVICE. DURING THE REVISION SURGERY, IT WAS ALSO NOTED THAT A PORTION OF THE PULL WIRE FROM THE ANCHOR WAS CONTAINED INSIDE THE BODY OF THE ANCHOR, WITH NO PORTION OF THE WIRE PROTRUDING FROM THE ANCHOR. ORIGINAL SURGERY DATE WAS (B)(6) 2025.

Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be re-opened and the investigation will be updated with new results. Alleged Failure: Pull wire remaining in the anchor Probable Root Cause: Application - User unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.